Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Unit also received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. Corroded motor home switch and corroded electronic assembly noted during visual inspection. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error after going swimming with the pump on. Also, the keypad buttons are not responsive. Customer's blood glucose was 293 mg/dl at the time of incident. Troubleshooting was done for fluid in pump but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.